Event description:
It was reported by service report that the fowler would not lay flat and the head left siderail would not lock in the upright position. It is unknown if there was patient involvement, however no adverse consequences reported.

Manufacturer narrative:
Results: broken casting on siderail. Bent fowler weldment.